Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no harm to the patient as a result of the reported event.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. It was observed that battery 2 was from 2022. The technician reviewed the electronic records and was able to verify the reported issue. The technician replaced battery 2 to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.